Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that an external pulse generator (epg) displayed the error code "button pressed" during power on. The output connector assembly was broken. The hanger assembly was broken. The upper and lower case were broken. The encoder assembly and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during inspection the external pulse generator (epg) displayed an error code ¿button pressed during power on¿. There was no patient involvement. It was further reported that the device was received into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.